Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single patient that was generated by the access 2 instrument. The initial accu tni result was 0.67ng/ml. (Sample a) the result was reported out of the lab. On the same day, the customer re-tested the patient original sample for accu tni. The accu tni results were: 0.06ng/ml and 0.03ng/ml. It is unknown if the sample was tested twice or ran in duplicate. On the same day, a fresh sample was collected from the patient and tested for accu tni. (Sample b) the accu tni result was 0.03ng/ml. No information was provided if the repeated results and the result obtained from sample b were reported out of the lab. The customer indicated that there was no change in patient treatment that can be attributed to or connected with this event.